Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, there was corrosion on the connector of the ECG "a", "b" and front te cable and the j703 connector inside the distribution node (dn) pca board. The cause of the non-functional ECG electrodes is the corroded connectors. The root cause of the corroded connectors cannot be positively identified, but is likely liquid ingress. No adverse event resulted from the corroded connectors.